Event description:
Customer reported an issue with the pump battery not charging and received a power source alert. There was no adverse impact to the customer's blood glucose level. Attempts to resolve the issue by using different wall adapters and charging cables were unsuccessful. The pump had completely shut down, and technical support arranged for a pump replacement, confirming the device was under warranty. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support provided instructions to put the pump into storage mode before returning it, which the customer understood and acknowledged.